Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no nonconformances.

Event description:
It was reported that the pc2k numbers on the hem1 were jumping around while using clearsight. They exchanged the suspect pc2k and the issue was corrected. This was during use. There is no patient injury. Patient demographics were unavailable.

Manufacturer narrative:
The pc2k was received for product evaluation. A visual inspection did not find any visible physical damage. The suspect unit was connected to a hem1 hot mockup system. The connected hrs successfully zeroed. The pc2k caused no errors and was able to acquire a normal waveform and blood pressure readings on both cuff ports. It was monitored on each cuff port for 1 hour and the readings never fluctuated. There was no defect found.